Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the device failed calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was found to be missing the tamper seal and the latch/lock would not release. The event log revealed evidence of error codes. Upon function testing, the reported problem could not be duplicated. The root cause of the reported problem was unknown as the device functioned as intended. The downstream occlusion sensor was replaced as a preventative measure. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Additional information received on 29-aug-2022 via email and attached in complaint object: all issues with this device were found during testing at our facility. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model number: 2120.